Event description:
It was reported to vyaire medical that the avea ventilator has I:e changes drastically from 1:2 to 1:31 and then all over the place. The patient desaturated to 40's after not getting breaths due to pressure limiting from the flow. Patient was harmed but did not die due to incident. The patient was bagged and was transferred to a different ventilator. There was no known impact or consequences to patient reported from this event.

Manufacturer narrative:
Field service representative was on site to repair the unit. Checked out the unit and found zero physical damage to it. Setup test lung/circuit and ran through all alarms, passed. Ran the device through multiple est without issues. Circuit occlusion error was not reproducible. After 30 mins later, while vent was running in biomed shop, the avea ii did pop off with alarm of circuit occlusion error. Looks like issue is real and not from user failures or bad circuits. It was recommended to swap the gde. Unknown eta at this time. At this time, root cause has not been determined yet because investigation is still on going.